Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was running slowly and user proceeded reboot but not connecting. The station was under critical override, and the user mentioned that this was a recurring issue. The user also confirmed that there were no network problems on their end. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and did not allow the user to log in. A field service engineer (fse) followed the knowledge article, intermittent device not communicating due to gratuitous arp packet regarding gratuitous arp and checked the event viewer, where an address conflict was identified. Fse then accessed the registry editor and created the parameter, arpretrycount as instructed in the knowledge article. Fse also found that the station had numerous hidden network drivers in device manager that were no longer needed and disabled all unused drivers and customer verified functionality. The system functioned as intended after the field service engineer troubleshot the device.